Event description:
Wishard ambulance crew, medic ii, was dispatched to run at 2418 n. Oxford. After arribing at the scene, found a 90/b/f c/o acute respiratory distress. Following protocols, patient was "hooked up" to our life pak #10, to monitor, record and interpret an EKG rhythm strip. When the monitor showed asystole on a conscious patient, the crew checked all leads and began to trouble shoot the problem with no success. The led had a unit available, so the crew used their unit throughout the remainder of the run.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.